Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege: on (B)(6), 2007, patient was implanted with a depuy pinnacle hip implant on the left side. Patient experienced extreme pain in the hip, causing difficulty ambulating and sleeping. Patient learned that the implant was failing and releasing metal ions. They were revised on (B)(6), 2011.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs and medical records received. In addition to what was previously alleged, pfs alleges injury, muscle damage, foot drop and post-opereative anemia. After review of medical records for the MDR reportability, it was reported that the patient was revised to address loosening of the femoral component and avulsion of abductor tendons from the greater trochanter. Revision note stated that the abductors had come off the trochanter and some fibrous yellow tissue was noted within the interface between the metal liner and the cup . Radiograph shows loosening of the femoral prosthesis proximally and examination was suggestive of an avulsion of his abductor tendons. There were no laboratory values provided for the alleged released of metal ions. Added stem product and updated the head and liner.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).